Manufacturer narrative:
The doctor provided a photo of a female patient allegedly treated with quantum rf during the training conducted in his clinic in (B)(6) 2025, where a full thickness burn with necrosis can be seen on the right jawline, protruding to the lower neck. No additional information was provided by the doctor and no clinical form was received with treatment details. Upon reviewing the in-service report for this training, no treatment was done on such patient in this area with this handpiece. Additionally, the doctor contacted inmode 3 days after the training and stated, "training on saturday went well and all worked well", without reporting any adverse event. The device was inspected following doctor's phone call, due to the doctor complaining about a technical issue not enabling treatments. The technical issue identified during service inspection was not related to the quantum rf handpiece. The provided photo's creation date was 10 days after the training, and 1 day after the device was already picked up from the clinic for service inspection. The device was inspected for a second time with no issues identified. Additionally, the vast necrosis observed on the photo is not typical of quantum technology due to its various safety mechanisms and controlled treatment pattern. All in all, investigation cannot unequivocally establish a causal relationship between the reported lesion and quantum handpiece, nor to establish the root-cause due to lack of information. A follow up report will be submitted if additional significant information will be received.

Event description:
Full thickness burn with necrosis situated on the right jawline, allegedly following quantumrf procedure.